Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the device was in use and there was no patient harm.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A data acquisition pcba adc reference failure during normal ventilation operation may result in a vent inop condition, with visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer was unable to duplicate the reported problem. Pse advised the biomedical engineer evaluate the unit voltage. The biomedical engineer reported voltages checked ok and the blower was found to be the cause of the reported problem. The biomedical engineer reported the blower was replaced and the reported problem was corrected.